Event description:
The doctor claims that the graft was implanted for an abdominal aortic aneurysm (aaa) replacement procedure. The pt developed a post-operative fever higher than 38 degrees c. And for a longer duration than usual. An antiflash agent was administered, but did not work. Antibiotic tienam (cilastatin sodium) was administered and the fever came down. The graft was left in. The patient is now doing well.